Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct300, was explanted from an eye of a (B)(6) year old female patient because the wrong lens power was implanted. Reportedly, there was a miscalculation of the lens power using the tecnis toric calculator. There was no vitrectomy or post-op injury. No additional information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured and released within specifications. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints related to the production order revealed no other complaints for the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.